Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose and high blood glucose. Customer¿s blood glucose was 264 mg/dl at the time of incident. Customer bolused a max bolus of 20, per bolus wizard, later on his way to work the sensor read at sensor glucose was 462 mg/dl, customer used this sensor glucose to enter it at as a blood glucose 462 mg/dl for the bolus wizard and the insulin pump calculated correction bolus of an additional units of 20 units. Max bolus, so customer bloused the recommended 20 units of insulin. Customer¿s daily history shows blood glucose 248 mg/dl, the pump suspended at 10:32am basal resumed at 10:42 blood glucose was 142 mg/dl, 11:17 pump suspended 11:58am blood glucose was 80 mg/dl 12:17pm basal resumed. Customer dropped to blood glucose 100's mg/dl but the rest of the day sensor glucose was 60 mg/dl, at 4:17pm blood glucose 37 mg/dl, blood glucose was 40 mg/dl. Now that he got home after 5pm his blood glucose 115 mg/dl and sensor glucose was 62 mg/dl. And the pump went into threshold suspend. Customer reported that sensor glucose and blood glucose difference is not within acceptable range. The insulin pump will not be returned for analysis.